Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize an open door, which was reproduced after the door was opened as a small delay before the load set screen appeared. The reported device does not recognize an open door as found to be caused by a failed lower hook switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.